Event description:
Pelvic, lower abdominal, back, and bilateral hip pain culminated in a hysterectomy in (B)(6) 2009. Numerous drs and specialists unable to locate source of pain. Diminished quality of life due to incapacitating pain.